Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky buttons. Customer¿s current blood glucose level was unknown. Customer stated that insulin pump had diminished battery life, dull screen lighting and loose battery seal. Insulin pump will not be returned for analysis.